Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "the item itself is changing color. It should be green but some items have turned completely black, while others you can see them changing from green to black. The packaging is falling apart. None of these products have expired yet, but the packaging is ripping open and falling apart". Associated complaints 8040412-2025-00002, 8040412-2025-00003, 8040412-2025-00004.

Manufacturer narrative:
(B)(4) actual samples were returned for the investigation. Visual inspection conducted on the returned samples and showed that all samples are affected with discoloration and only 4 of them are affected with damaged packaging. The samples are not meeting the manufacturing released specification. The device history record for lot 20g08 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The root cause of this complaint is confirmed and verified as manufacturing related issue. An nc is initiated to document this defect.

Event description:
It was reported that: "the item itself is changing color. It should be green but some items have turned completely black, while others you can see them changing from green to black. The packaging is falling apart. None of these products have expired yet, but the packaging is ripping open and falling apart". Associated complaints 8040412-2025-00002, 8040412-2025-00003, 8040412-2025-00004 and 8040412-2025-00005.